Event description:
According to the reporter, a patient complained of chest pain after a bravo capsule procedure. She reported chest pain when she was eating. A chest x-ray and esophogram were performed and she was admitted to the hospital overnight for observation. The physician instructed the patient to resume her reflux medications. The bravo capsule was not removed and she will have a follow up egd. No other known adverse events were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.